Event description:
Endo purple stryker pi drill attachment was getting hot per surgeon. He noticed a "small burn mark in the patient's nasal sinus". Surgeon stated he is not concerned about the burn and will heal without additional treatment. Drill was immediately removed from the field.